Event description:
It was reported that the sieve bed on an irc10lxo2 concentrator has a cracked top port. Per independent repair center statement, the unit had low o2 and would not alarm. The key failure was cracked top ports on the sieve beds. Additional malfunctions were the on/off switch needed replaced, unit would not alarm.